Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the beginning of a routine hemodialysis treatment, pressure alarms indicative of access flow problems occurred. The blood in the cartridge circuit clotted during the time that the operator attempted unsuccessfully to re-cannulate the access, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to access needle issues and to rinseback not performed in a timely manner, which resulted in a clotted cartridge circuit. The cycler alarmed appropriately. There is no evidence of a device malfunction. The user's guide indicates that the chances of blood clotting in the filter and cartridge increase when blood flow stops. The user's guide advises to perform manual rinseback promptly in the event of an unrecoverable alarm. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage considers this report closed.